Event description:
The lead was capped and will not be returned for analysis.

Event description:
It was reported that the device exhibited premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed via review of archived data received from the field. No sources of high current drain were found throughout device testing. The battery was sent to the vendor for destructive analysis. No anomalies were detected that would cause the battery to deplete prematurely. The cause for the premature battery depletion remains undetermined.